Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received 22 anti-tachycardia pacing (atp) and 24 shocks. The patient was in ventricular tachycardia (vt). The atp did not accelerate the vt. Boston scientific (bsc) representative requested programming options. Pacing spikes were noted when trying to send a consult and were only seen on the surface ECG. Bsc representative also noted spikes in noise on external monitor during interrogation. Technical services (ts) recommended to consider changing the atp scheme and to add more burst. Bsc representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received 22 anti-tachycardia pacing (atp) and 24 shocks. The patient was in ventricular tachycardia (vt). The atp did not accelerate the vt. Boston scientific (bsc) representative requested programming options. Pacing spikes were noted when trying to send a consult and were only seen on the surface ECG. Bsc representative also noted spikes in noise on external monitor during interrogation. Technical services (ts) recommended to consider changing the atp scheme and to add more burst. Bsc representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported. Additional information received indicated that anti-tachycardia pacing (atp) electrogram (egm) were not visible. Patient had vt storm, with many events of long duration were stored. The device was functioning normally, and this was related to patient condition. Patient was stable in hospital on lidocaine drip was going on vt ablation. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to infection. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received 22 anti-tachycardia pacing (atp) and 24 shocks. The patient was in ventricular tachycardia (vt). The atp did not accelerate the vt. Boston scientific (bsc) representative requested programming options. Pacing spikes were noted when trying to send a consult and were only seen on the surface ECG. Bsc representative also noted spikes in noise on external monitor during interrogation. Technical services (ts) recommended to consider changing the atp scheme and to add more burst. Bsc representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported. Additional information received indicated that anti-tachycardia pacing (atp) electrogram (egm) were not visible. Patient had vt storm, with many events of long duration were stored. The device was functioning normally, and this was related to patient condition. Patient was stable in hospital on lidocaine drip was going on vt ablation. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to infection. No additional patient adverse effects were reported.